Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted within the patient's colon during a colonoscopy/stent placement procedure on (B)(6), 2010. According to the complainant, during preparation the physician attempted to deploy the stent prior to insertion into the patient. Slight resistance was encountered and the stent would not deploy. The stent was not partially deployed or reconstrained. There was no noticeable damage to any part of the delivery system or packaging. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be ok. Based on investigation findings of handle broken, this event is now deemed reportable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 a visual examination of the returned device found that the stent was fully mounted on the delivery catheter. The stainless steel shaft was found to be bent and the distal handle was detached from the outer sheath. A kink was noted in the outer sheath, proximal to the mounted stent. A functional analysis was performed, and it was not possible to retract the outer sheath by hand. The shaft was dissected and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or the stent. This type of damage is consistent with excessive tensile force having been applied to the shaft. Therefore, based on the analysis of the complaint device the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.